Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered arteriovenous fistula and hematoma requiring surgical intervention, and arrhythmia and cerebrovascular accident. After the procedure, the patient suffered a fistula of left subclavian vein and artery which led to hematoma formation. As a result, the patient had endovascular intervention. Vascular surgery was performed a couple of days later. The patient required extended hospitalization. Patient recovered and was discharged. However, a couple days after discharge, the patient¿s condition worsened, and the patient was readmitted to the hospital for severe arrhythmias and then suffered a stroke which led to coma. The patient¿s remains in a coma. Physician¿s opinion on the cause of the adverse event is that it was procedure related. Graph (taken from computed tomography), dashboard, vector and visitag visualization features were used during the procedure. Visitag parameters: range 3mm; time 3s, force 25% over 3s time, ablation index max 400 and ablation index color option. Smartablate generator was in power mode with a temperature cutoff of 45° c. No error messages were observed on biosense webster equipment during the procedure. Abbott sheath was used. No bwi device deficiencies nor workflow deviations were identified that could account for this event, however, since the event occurred during the use of bwi products, their contribution cannot be excluded.

Manufacturer narrative:
After further review on november 13, 2019, this event under this product ¿thermocool® smart touch® sf uni-directional navigation catheter¿ was reassessed from a ¿serious injury¿ to ¿concomitant product¿ which is ¿not reportable¿. However, since it has already been reported to the FDA, any additional updates received will continue to be reported. Therefore, this product was added to the concomitant medical products and therapy dates section. Manufacturer's reference number: (B)(4).